Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal episode. The implantable pulse generator (ipg) exhibited multiple short mode switches and undersensing. The patient was stabilized in the hospital and an extraction and implantable cardioverter defibrillator (ICD) implant was planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.